Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum, there was tube push off seen with an unspecified number of tubes resulting in sample leakage. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 15-apr-2025. Investigation summary: bd received seven samples for investigation. These samples underwent functional tests to determine if tube push off would occur, and none of the samples experienced tube push off. Additionally, 30 retained samples were also subjected to functional tests, and none of these samples experienced tube push off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: tube push off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum, there was tube push off seen with an estimated 200 tubes resulting in sample leakage. No adverse impact was reported regarding the patient or user.